Event description:
The user reported that the device displayed an oxygen not available alarm while connected to the e-cylinder. The device was in use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the end user stated that the device displayed an oxygen not available alarm while connected to e-cylinder; however, the biomed reported that they were unable to reproduce the issue. The remote service engineer (rse) advised the customer that the issue was most likely with the tank. The rse advised the customer to perform a pvt (performance verification test) using wall oxygen to verify operation of the v60. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer replaced the flow sensor assembly to resolve the issue. The device was returned to service.

Manufacturer narrative:
A field service engineer (fse) performed a performance verification on the device, and the fse determined that the device failed the air flow accuracy test. The readings on the analyzer were not within limits. The customer required an air flow sensor assembly replacement.

Manufacturer narrative:
The removed flow sensor assembly was returned to the product investigation lab (pil) for analysis. The pil technician installed the component into a pil v60 standard test bed (stb) for testing. Visual inspection of the flow sensor assembly revealed no anomalies. The pil technician reported the reported issue (oxygen (o2) not available alarm) could not be duplicated in testing. During the power up and stb operation, with oxygen available and with the use of oxygen, the pil technician verified the stb, with the suspect flow sensor assembly installed, operated without issue or error code. In addition, the pil tech verified that the stb operated at different o2 percentage levels with o2 available. The pil tech also verified that the stb showed o2 pressure at the o2 inlet. The stb with the suspected flow sensor installed operated as specified.